Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery multiple times in the past day. The patient last changed their infusion set the previous night. The patient's blood glucose at the time of incident was 384 mg/dl. During troubleshooting the insulin pump was able to prime without incident. However, when insulin was manually pushed through the tubing with a plunger, there was greater than normal resistance. The infusion set and reservoir were disconnected and reconnected to the insulin pump. The plunger push was performed again but the greater than normal resistance recurred. The customer was advised to change the infusion set and reservoir. The insulin pump, infusion set, and reservoir were not returned for analysis.